Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging that a one touch ultramini meter read inaccurately high. The reporter claimed that the alleged issue started on (B)(6) 2010, at 10:00 pm. The reporter reported blood glucose results of "444 mg/dl" with a lifescan meter and "326 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The customer service representative (csr) noted, however, that the reported test strips were expired. As a result of the alleged issue, the reporter claimed that the patient suffered a seizure on (B)(6) 2010, at 10:30 pm. The reporter reportedly treated the patient with a glucagon injection. Emergency medical services (ems) was also contacted. The paramedics advised to treat the patient with food. The reporter denied that the patient was taken to an emergency room (ER) since "they" were able to raise his blood glucose to "84 mg/dl." It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what his last meter reading was before suffering the seizure, what actions (if any) the patient took based on the last meter reading, and what date/times the reported results were obtained. In addition, it would have been helpful to know what device was used to obtain the reported result of "84 mg/dl," if the patient's blood glucose was tested on the reported meter when he was symptomatic, and what treatment (if any) the paramedics provided. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a seizure and received medical advice from paramedics to treat the patient with food as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510 (k) # is k061118.